Event description:
It was reported that during surgery to reposition the atrial lead, the stylet could not be advanced through to the lead's distal tip. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.